Event description:
It was reported that the customer had a scratch on a screen of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer declined cot. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.